Manufacturer narrative:
This report is submitted on october 03, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the receiver/stimulator. The patient developed an infection at the magnet site (specific date not reported). IV antibiotics administered (date and duration not reported).

Manufacturer narrative:
Device analysis attached. This report is submitted on november 1, 2021.